Event description:
There was poor inflation. (Multiple event to initial customer complaint number 97-00458.) (Event complications: unknown - reported 4/24/97. (Pt's current status: unk - rpt'd 4/24/97.)